Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by severe abdominal pain. One day after onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Beginning on the same day as hospitalization started; the patient was treated with vancomycin injection (2 grams, intraperitoneally, for two days, frequency not reported), vancomycin injection (intravenously, began after discontinuation of the intraperitoneal vancomycin, dosage and frequency not reported), fortum injection (1 gram, intraperitoneally, for two days, frequency not reported), and fortum injection (intravenously, began after discontinuation of the intraperitoneal fortum, dosage and frequency not reported) for the peritonitis. After seven days of treatment with the vancomycin, the antibiotic was discontinued. After thirteen days of treatment with the fortum, the antibiotic was discontinued. After fourteen days of hospitalization, the patient was discharged. Twenty days prior to the receipt of this report, dianeal therapy was discontinued and on an unreported date, the patient was shifted to hemodialysis therapy. The patient was not recovered from the peritonitis and was not doing well. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient was doing well and recovering from the peritonitis event. Hemodialysis therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.